Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 101 mg/dl. Customer's sensor glucose level was 62 mg/dl. The sensor glucose and blood glucose readings have been off by almost 50 points. Customer advised they were unable to troubleshoot at this time and would call back to complete the troubleshooting process.